Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative could not duplicate the reported problem. The service representative replaced the x-ray switch. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system would continue to fluoro after releasing the x-ray switch. No patient injury was reported.